Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. A mesh sample has been provided to the allergist for reactivity testing. At this time the test results have not been provided. Based on the information provided to date, no conclusions can be made. Allergic reaction is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient was implanted with a davol ventralight st patch. As reported a few days later the patient developed a red, itchy rash. The rash started near the area of the patch, then spread all over his body. The patient has been treated with, and remains on systemic steroids. The patient's allergist has requested and been provided with a sample patch for reactivity testing.

Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and it has been reported that the patient showed a negative response to the mesh when placed on his skin. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the davol mesh used to treat the patient.